Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was opened for urinary catheterization and temperature management in the operation room, but dirt something like adhesive was found on the precision urine meter part, hence the decision was made to refrain from using it.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 urine meter bag with inlet tube and sample port connector. Verified date code 2124j. Visual inspection of the returned sample noted foreign material on the urine meter. This does not meet specification per (B)(4), which states "product shall be free from visible loose or embedded foreign matter". Product labeling was reviewed for this investigation. The reported event is addressed within the labeling: (B)(4), revision 0 was reviewed for this investigation. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) medical center. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was opened for urinary catheterization and temperature management in the operation room, but dirt something like adhesive was found on the precision urine meter part, hence the decision was made to refrain from using it.